Manufacturer narrative:
(B)(4). Investigation results. Visual evaluation of the returned device revealed that the snare loop was detached. The device was also inspected under x-ray magnification and it was noted that the device was correctly manufactured. Functional analysis was not performed due to the condition of the returned device. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in a procedure. According to the complainant, the snare loop failed to extend. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; loop detached.